Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using in the femoral artery using indigo system aspiration catheters 6 (cat6's). It was noted that the patient's anatomy was tortuous and that there was some calcification and stenosis. During the procedure, while in use with a non-penumbra sheath, a cat6 kinked while tracking through the patient's vessels to the treatment site; therefore, it was removed. It was reported that the kink did not occur during insertion into the sheath. The procedure was completed using a new cat6 and the same sheath. There was no report of an effect to the patient.